Event description:
It was reported that the patients ipg was nearing end of life. The patient underwent a replacement procedure wherein an MRI capable ipg was implanted. The patient was doing well postoperatively. Explanted device was discarded.